Manufacturer narrative:
The manufacturer received the CPAP device for investigation. There were no operational issues noted and the device functioned as designed. Temperatures measured during the investigation were within specification. The data logged by the device indicated there were no unintentional circuit disconnects during the dates of the alleged event. Based on the information available, the manufacturer is unable to confirm the allegation of the end user receiving a cold air burn to his armpit due to a tubing disconnect during therapy. There was no serious patient harm or injury. The manufacturer concludes that no further action is necessary.

Event description:
The manufacturer became aware of an allegation by a user of a continuous positive airway pressure machine (CPAP) device's tubing becoming disconnected from his mask during sleep and blowing cold air on his right armpit causing a third degree cold burn. No heated tubing or humidifier was in use at the time of the event. The user reportedly followed up with a dermatologist to treat his burn. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.